Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed low amplitude p-waves that were either being oversensed as atrial fibrillation or genuine atrial fibrillation. No changes or interventions were reported. The patient was in stable condition.